Event description:
It was reported that the patient with this implantable pacemaker device was concerned about device not functioning properly or providing appropriate pacing. The patient believed the device was allowing the heart rate to drop below 60 beats per minute (bpm) based on readings from two home blood pressure monitoring devices. These low readings reportedly occur mostly when at rest in the evening but have also occurred during the day. The patient noted heart rates as low as 35 bpm on these devices and described experiencing chest pain during such episodes, which have reportedly occurred multiple times. Additionally, the patient mentioned undergoing a magnetic resonance imaging (MRI) scan three months ago and questioned if this may have affected pacemaker function. This device remains in service. No adverse patient effects were reported.